Event description:
It was reported while using bd vacutainer® sst¿, 10 tubes exhibited red cell hang up after centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received three (3) photos for investigation. The analysis of the customer photos shows red cells hanging on the inside of the tube in all three photos. Additionally, 30 retained samples underwent a visual inspection for any additive defects, and none of the retained samples failed. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell hang up based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.